Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: a cartridge change was selected in the load menu but the process was not completed within 3 minutes. In this case, the incomplete cartridge change alert will be displayed on your pump.

Event description:
It was reported that the customer received an incomplete cartridge change alert as they had not completed the loading process. The customer acknowledged that they had initiated the cartridge change but had not completed the load process. Additionally, it was reported that a cartridge alarm 25 occurred due to the customer removing the cartridge from the pump outside of the load sequence. Tandem technical support informed the customer of the proper load technique. As a result, the customer then experienced an elevated blood glucose (bg) level displayed as "high"; however no specific value was provided. Customer delivered a correction bolus via pump to address bg.